Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Lab personal noted that the packaging lead box was received at analysis with lead in sterile unopened package. No insect was observed.

Event description:
It was reported that when the nurse opened the non-sterile box prior to implant, a small dead insect was noticed on top of the lead container. The sterile container was not breached, but the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.